Manufacturer narrative:
One used list# 011-0p415-01, single transpac® monitoring kit w/ safeset¿ reservoir, 3 way stopcock and 1 blood sampling port. Lot# 5154902 were received for evaluation on 8/16/2021. Visual inspection showed that the plunger was detached from plunger tip with the plunger tip unable to be pulled back within the safeset reservoir. The reported complaint of plunger tip separation was confirmed. The probable cause of the detached plunger tip from the plunger is due to the clips not being fully inserted or engaged into the mating component during the manufacturing process. Lot history review of lot # 5154902 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved single transpac® monitoring kit w/ safeset¿ reservoir, 3 way stopcock and 1 blood sampling port in which the stopper was reported to not be fixed to the pestle of the syringe, so blood collection was not possible. This was detected at the time of blood collection. The entire system was replaced which resolved the issue and no further problems encountered. There was patient involvement but no patient harm was reported as a consequence of this event.